Event description:
One medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with damages on both the front corners of the top and bottom case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of force sensor test error. To further investigate, a power up test was performed. The customer's issue was duplicated. The force sensor test error was found at power up, and unable to calibrate the force sensor. Root cause was determined to be the that the force sensor did not operate as intended. The force sensor was replaced, then the pump passed all functional testing.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with damages on both the front corners of the top and bottom case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of force sensor test error. To further investigate, a power up test was performed. The customer's issue was duplicated. The force sensor test error was found at power up, and unable to calibrate the force sensor. Root cause was determined to be the that the force sensor did not operate as intended. The force sensor was replaced, then the pump passed all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure force sensor bridge test and a force sensor test. There was no patient, or clinician injury associated with this event.